Event description:
It was reported that in 2003, another company's 2.5x13 mm stent was deployed, and when the bmw guide wire was being remobed, the tip of the guide wire caught on a stent strut and separated. Several attempts were made to try and pin the guide wire tip of the vessel wall, but these attempts were unsuccessful. The patient was not experiencing any symptoms, so the case was closed. Four days later, the patient presented in the emergency room with chest pain. Angiography confirmed an occlusion and the patient was sent to the or for bypass surgery. Reportedly, the patient is doing well.